Manufacturer narrative:
The customer was sent replacement parts and was provided instructions for part use/care/maintenance. In follow up with a medela clinician on 05/19/2017, the customer reported she was prescribed topical nystatin, antibiotics twice and prednisone. The clinician provided the customer with options for treating yeast by applying all purpose nipple ointment and acidophilus with live bifidus. She also instructed the customer to sanitize all pump parts and baby toys, pacifiers, bottles and nipples once a day to kill the yeast. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2017, the customer alleged to customer service that she and her baby had thrush. She did not allege a deficiency with her breast pump, but was wondering if she could get a new set of replacement parts under warranty.